Manufacturer narrative:
Although the customer initially reported a battery low warning, review of the AED's internal log files determined that the service code went unaddressed resulting in the unit reporting a replace battery pack now warning. Testing of the returned battery pack was performed and confirmed the reported issue. The investigation determined that depleted cells within the battery pack caused the battery depletion. Analysis of the AED's log files identified that once a new battery was installed the AED functioned as designed and could stay in service. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported that their AED's asi is flashing red, and the AED is reporting battery low. The customer did not report this occurring during patient use.